Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter, 2.50mm x 15mm emerge balloon catheter, and another 2.50mm x 15mm emerge balloon catheter were each advanced for dilatation. However, during inflation of each balloon at 12 atmospheres respectively, the balloon ruptured. After that, ablation was performed with rota. The procedure was completed with a different device. There were no patient injuries reported.